Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter. During mapping, the octaray could no longer be flushed because it was clogged. According to the doctor, the reason for this is probably the high blood pressure in the patient. Changing the catheter solve the problem and the procedure was successfully completed. There was no harm to patient. This event was assessed as a MDR reportable product malfunction. The hypertension described in event description is preexisting/part of medical history and not a result of procedure. No adverse patient consequence was reported.

Manufacturer narrative:
E 1. Initial reporter address line 1 (cont.): (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 22-nov-2023, it was determined that the code of obstruction of flow (a1409) is most applicable. Therefore, the h6 medical device problem code was updated from complete blockage (a140901) to obstruction of flow (a1409). The device evaluation was completed on 24-nov-2023. It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter. During mapping, the octaray could no longer be flushed because it was clogged. According to the doctor, the reason for this is probably the high blood pressure in the patient. Changing the catheter solve the problem and the procedure was successfully completed. There was no harm to patient. Device evaluation details: visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was not flushing. Then, the irrigation tube was microscopically inspected, and it was found occluded with dry reddish material. Per the customer, the reason for this occlusion is probably the high blood pressure in the patient, however this cannot be conclusively determined. A manufacturing record evaluation (mre) was performed for the finished device number lot 31065235l and no internal actions related to the complaint were found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).